Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the user facility via medtronic field representative regarding an event happened during med spinal therapy. It was reported that on unknown date, the tip of the instrument was bent. There is no impact on patient due to this event. There were no symptoms reported due to this event. There were no complications to patient/physician were reported/anticipated.